Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on (B)(6) with no related complaints at this time. The heartmate 3 lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended inr values. This document also contains detailed instructions on how to properly de-air the pump and information about how to prevent air embolism during implantation. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a heartmate 3 implanted on (B)(6) 2020. On (B)(6) 2020, the patient may have suffered a stroke, suspected to be caused by a possible air embolism. The patient experienced expressive asphagia and right-sided weakness as deficits from the possible stroke. As of (B)(6) 2020, the deficits were slightly improved. The account was unsure of the source of the air embolism. The patient remained in the intensive care unit (ICU) and was extubated. The patient will be monitored for progress. The pump operated as expected. The patient made slow improvements. Hemodynamics were good. Mental status was improving slowly. A computed tomography angiography (cta) and follow-up computed tomography (CT) scans were all negative for stroke.